Event description:
On 24-nov-2025 it was reported via email by the arthrex clinical research team that the following information was obtained from a clinical study: patient underwent right knee medial unicompartmental arthroplasty utilizing ibalance uka on (B)(6) 2019. During follow-up visit on (B)(6) 2019, patient presents with concern of a reported abnormal gait, which patient feels is ¿turning her foot inward.¿ radiographs were taken and showed some lateral rowing. Patient also presented with increased swelling, for which an ultrasound and infectious labs were obtained. A medrol dosepack was prescribed, along with work restrictions. During follow-up visit on (B)(6) 2019, ligamentous laxity of right uka was noted. Infection and dvt were ruled out. Patient reported to have continued persistent pain and instability. Due to failed uka, patient underwent revision to right total knee arthroplasty on (B)(6) 2019.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific biological response. The complaint allegation was not confirmed. No evidence of that failure was received.